Event description:
It was reported the patient had been having pain in their head and neck since they had acuscope myopulse therapy on their foot. The patient stated it could be the cold weather causing the pain. The pain started about 4-5 days prior to this report. A day prior to this report the patient¿s neck got stuck and was turned left. When the patient woke up today, they heard a ¿boing¿ sound in their head. The patient¿s neck was better the day of this report. The implantable neurostimulator (ins) was checked and the patient saw a question mark on the right ins. The left ins was on and okay when the patient checked it. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3387-40, lot# j0333616v, implanted: 2003-(B)(6), product type lead. Product ID 37602, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator. Product ID 748251, serial# (B)(4), implanted: 2003-(B)(6), product type extension. Product ID 748251, serial# (B)(4), implanted: 2003-(B)(6), product type extension. Product ID 3387-40, lot# j0331939v, implanted: 2003-(B)(6), product type lead. Product ID 37602, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator. (B)(4).